Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic procedure when the radiologist took the cover of the chamber, some blood splashed onto her face, over her upper lip and nose. The physician removed the cores and walked with the nurse out of the room to clean up, while proceeded to x-ray the cores and put them in the specimen jar. It is unknown how the clean-up occurred. There was no reported injury to the physician.